Event description:
Facility equipment technician reported pt receiving hemodialysis on the baxter sps 1550 device. Technician reported the device shutdown without alarming when healthcare professional switched device to the dialyze mode. Healthcare professional noted the shutdown and turned the machine back on and continued treatment without further problems to report. There was no medical intervention necessary and no pt injury as a result of this event.